Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. The tear is axially aligned with the tip cover and measures 0.179¿ in length and extended into the gray area. There are no signs of thermal damage present at the end of the tear. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure is attributed to a component failure.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the mcs tip cover accessory returned; however, isi has not yet received the product for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An instrument log review does not provide any information regarding mcs tip cover accessory. This complaint is being reported due to the following conclusion: the mcs tip cover accessory was noted to have breaks at the tip. The exact location of the breaks remains unknown until the product is received and evaluated. An mcs tip cover accessory with holes/tears/missing material on the gray silicone area could result in energy leakage to an unintended location. Although no patient harm occurred as a result of this issue, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory was noted to have breaks at the tip. The procedure was completed with no reported patient injury. Intuitive surgical (is) has reached out to obtain additional information and received the following information on 25-aug-2021. The instrument was inspected prior to use, and no damage was observed at the time. During the procedure, the mcs tip cover accessory was noted to be ripped. The instrument tips did not collide with any other instrument or tool during the procedure. There was no thermal damage on the gray silicone area, and there was no damage or signs of arcing to the instrument due to the defect. There was no visible orange surface after the mcs tip cover accessory was installed and no electro lube or any other lubricant was applied to the mcs instrument prior to the installation. A radical prostatectomy was being performed when the issue was observed and monopolar energy was activated at that time, using a monopolar cord with the erbe generator. The instrument was being used for about 30 minutes prior to the discovery of the issue. A maryland bipolar forceps and prograsp forceps instruments were also in use at the time. The instrument was in contact with the patient¿s tissue when the customer observed the issue. The instrument tip did not touch any staples, clips, or sutures while energized, and the instrument was not removed during the procedure. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no harm or injury to the patient.